Manufacturer narrative:
An analysis of the customer data and a review of the complaint history for this issue were performed. The allegation reported by the customer was investigated; however, neither a cause for the reported event nor a product non-conformance / malfunction was identified. A review of the customer data indicated that the software performed as intended and the kit controls were comparable to quality control release testing. Furthermore, a complaint history analysis revealed that no previous complaints have been filed related to this reported issue. (B)(4).

Event description:
A customer site in (B)(6) reported that discrepant results were generated with the lightcycler factor v leiden kit. Specifically, the customer indicated that the initial specimen, which was collected from a child, was detected as homozygous mutant on (B)(6) 2010. It was determined that a homozygous mutant genotype was not plausible as the child's parents were heterozygous and wildtype. Therefore, a second specimen was collected and tested (on (B)(6) 2010) in duplicate with the lightcycler factor v leiden kit. Both replicates from the repeat test were heterozygous. There was no patient harm as, prior to any patient medical management decisions, it was identified that the original test result was incorrect due to the parents' genotypes.